Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.

Event description:
It was reported that "during a (B)(6) case, the tips of the awl and 5.5 mm tap broke off. We noticed these were broken off during the sterilization process."